Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a use error was confirmed and the cause was determined to be the result of the patient disconnecting from the machine while failing to attach a flex cap to the patient line. The label review found the labeling adequate for the use error in this complaint. The batch review was not performed because the lot number is unknown. This issue is being investigated through a CAPA.

Event description:
A home patient (hp) contacted baxter's technical service center regarding an empty supply bag on the homechoice (hc) unit. The technical service representative (tsr) explained how the hc works and that the supply bag will empty before the heater bag does. The hp further stated she had disconnected to call and did not put a flex cap on her patient line. The tsr explained that supplies were compromised. The hp confirmed to finish therapy manually. The tsr advised the hp to inform the nurse of the event. There was no patient injury or medical intervention associated with this event.